Manufacturer narrative:
A patient was experiencing ineffective therapy was reported to abbott. X-ray showed that there were fractures in the leads. As a result, the patient's system was explanted to address the issue. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicated that a surgical intervention occured wherein the system was explanted to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report numbers: 1627487-2020-48411, 1627487-2020-48413, 1627487-2020-48414. It was reported that the patient was experiencing ineffective therapy. X-ray showed that there are fractures in the leads. As a result, surgical intervention is pending to address the issue. It is unknown which leads are related to the issue. Therefore, all the suspected devices are being reported.